Event description:
It was reported that the cardiosave intra-aortic ballon pump had noise in the ECG waveform prevents normal triggering while device was in use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). Due to characterization limit e1 event site address: (B)(6). Due to characterization limit e1 event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp)'s ECG waveform was noisy, preventing proper triggering. There was patient involvement but no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the noise is being introduced into the signal input from the end of the external input (moni-x cable). The shielding tape attached inside the connector was crushed, so it was replaced. The connector was cleaned using contact-restoration spray. After the work was completed it was confirmed that there was no longer any noise in the waveform. All procedures were carried out in accordance with the service manual, and the results were satisfactory.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 ((type of investigation, investigation findings, component codes, investigation conclusions)). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the noise is being introduced into the signal input from the end of the external input (moni-x cable). The shielding tape attached inside the connector was crushed, so it was replaced. The connector was cleaned using contact-restoration spray. After the work was completed it was confirmed that there was no longer any noise in the waveform. All procedures were carried out in accordance with the service manual, and the results were satisfactory.